Event description:
It was reported that high capture threshold and noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient is not pacemaker dependent and no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.